Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the customer biomedical engineer (biomed) wanted to order a speaker assembly and speaker foil. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomed. It was only known that there was a speaker problem; it was not known if the speaker failed to produce sound. An order for a speaker and speaker foil was placed, and sent to the customer. Based on the information available, there was a faulty speaker. However, the cause of the issue was not determined, as no further information was received. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(4). Reporter phone #: (B)(6).